Event description:
It was reported that the customer experienced an elevated blood glucose (BG) level of 563 mg/dL; cause unknown. Customer administered a correction injection to address the BG.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.